Manufacturer narrative:
A case of an accidentally pulled l4, replaced was reported to abbott. Physician accidentally pulled out l4, replaced l4, explanted l5, and placed s1. Therapy restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an unrelated procedure on (B)(6) 2025, the lead was accidentally pulled out. As a result, the lead was replaced during the procedure to address the issue. Therapy was restored post-operatively